Event description:
It was reported that the pump was implanted too close to the patient¿s ribs. It was stated that whenever the patient coughed, she felt the pump rub up against her ribs. It was also stated that when the pump was refilled, it crushed her ribs. The pump was reportedly relocated about a year and half ago. The pump ¿went through the same scar¿ and was moved down. It was further stated that it was sutured so it would not move. The pump was used to deliver clonidine, bupivacaine, and baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).